Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 was in a black screen state. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist remotely accessed the station and confirmed it had been restarted and was back online no issues were found. The customer requested that the es team review and identify any errors that may have contributed to the issue, however, approximately one hour of downtime was required to proceed. Downtime has been requested for the past two months, but none has been provided. Due to the delay, most relevant logs have been overwritten, limiting further analysis. Tse proceeded with case closure. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 was in a black screen state. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.